Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Patient is over 60 years old, exact age is unknown. The diamondback 360 coronary orbital atherectomy device instructions for use states that perforation is a possible adverse event which can occur with use of the diamondback 360 coronary orbital atherectomy device. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a calcified lesion in the mid left anterior descending artery. The oad was advanced proximal to the lesion via glideassist mode and was operated for three treatment passes on low speed. The device was removed, and imaging revealed a dissection. Balloon angioplasty was performed, and extravasation was observed. The presence of extravasation resulted in reclassification of the dissection as a perforation. Stent placement could not be performed, and the patient required bypass surgery. The patient has since been discharged and was doing well. Per the physician, the perforation was a result of the oad contacting the vessel wall, due to wire bias of the viperwire guide wire.